Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels were 400 mg/dl at the time of incident and 310 mg/dl at the time of call. The customer provide details on symptoms related to the high blood glucose level episodes such as nausea. Customer was treated with insulin pump. Customer had not allege insulin pump was under delivering. Customer was assisted with performing the high pressure test and the test results was insulin flow blocked. Customer was using auto mode. Troubleshooting was performed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.